Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
The consumer reported that they had a lot of burning in their left leg constantly since the non-rechargeable stimulator was placed when they walk, lay or sit still. The patient stated they had a burning sensation at the stimulator site since it was implanted. The patient noted it did not matter if the stimulator was on or off as the burning sensation continued. The patient had programming changes but nothing had made a difference. The patient explained that prior to getting the stimulator she lost complete feeling in her left leg from a back surgery in 2015 and when the cage and screws were removed in 2016 she still had no feeling in the left leg. There were no traumas or falls reported to be related to the issue. The indication for use was non-malignant pain.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the patient on 2017-08-07. The patient reported that her doctor wouldn¿t address her concerns about the burning in the leg and at the implant site. The patient reported that the burning in the leg and at the implant site wasn¿t resolved. No further complications were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
The patient reported the leg and stomach (where the ins was located) burns all the time.